Event description:
It was reported that balloon rupture occurred. The patient was admitted for acute myocardial infarction, without st elevation and was referred for percutaneous coronary angioplasty. The target lesion was located in the anterior descending artery. During post-dilation, a 3.00mm x 8mm nc emerge balloon catheter was advanced; however, during inflation at 12 atmospheres, the balloon ruptured. Another 3.00mm x 12mm nc emerge balloon catheter was used; still, during inflation at 14 atmospheres, the balloon also ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient was admitted for acute myocardial infarction, without st elevation and was referred for percutaneous coronary angioplasty. The target lesion was located in the anterior descending artery. During post-dilation, a 3.00mm x 8mm nc emerge balloon catheter was advanced; however, during inflation at 12 atmospheres, the balloon ruptured. Another 3.00mm x 12mm nc emerge balloon catheter was used; still, during inflation at 14 atmospheres, the balloon also ruptured. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. Visual inspection of the device revealed no damage or irregularity. Microscopic inspection revealed an 8mm longitudinal tear 4mm proximal from the tip of the device. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.